Manufacturer narrative:
The water hose connection is being returned for evaluation and service management is reviewing installation instructions provided to steris service technicians for the hose connection. Investigation of this event is in process; a follow-up report will be filed when additional information becomes available.

Manufacturer narrative:
The system 1e unit was returned to service and remains operational. Steris attributes the reported event to prior servicing of the device, specifically the installation of a carbon filer housing. Service management is evaluating installation instructions and associated training and will ensure re-training of the technician. No further recurrences of this nature have occurred at the user facility.

Event description:
The user facility reported that the water hose from a system 1e processor had disconnected, causing water to accumulate in the room where it was located and leak into the room below the department. No injuries were reported.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).